Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead deformation was confirmed, likely as stated in the field report related to twiddler's syndrome. Addtionally, the dislodgement allegation was not confirmed by laboratory analysis but was assigned a cause code based on the field report (known inherent risk of device) as a result of twiddler's syndrome. Moreover, deformations in the lead body was noted, midway on the lead likely due to twiddler's syndrome. Furthermore, one tine off of the tip of the lead appeared to have been torn off and is missing, possibly related to twiddler's syndrome. Also, continuity testing passed indicating conductors are intact. Visual inspection revealed no abnormalities other than induced damage. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was pulled back due to twiddler's syndrome. The lead wrapped around the rv lead and the rv lead slack back. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was pulled back due to twiddler's syndrome. The lead wrapped around the rv lead and the rv lead slack back. This lv lead was explanted. No additional adverse patient effects were reported.